Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was tube extenders with molding defects that can be used. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "the tubes were badly mis-shaped and when the track tries to pick the tube up instead of grabbing the sides the arm pierces the septum as it is out of position."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for disfigured product was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of disfigured product was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h.10.